Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023 brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that they had an accident on (B)(6) and went to see their health care provider (hcp) because they were afraid the stimulator probes might have moved from the accident. Caller stated the doctor said it looked like it did. Caller was trying to get a hold of their manufacturer representative (rep), but they have not returned their calls. Agent reviewed role of representative and provided caller with the national answering service (nas) number for healthcare provider. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.